Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a tower door failure. A field service engineer replaced all the door latches with new style to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced an issue where the tower door was failed to open. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.